Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to an intermittent pulse wire in the trunk cable. The root cause for the intermittent wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.